Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. A review of device logs identified entries on (B)(6) 2026 consistent with the customer's report. Device logs showed ECG lead off messages during pacing attempts, indicating poor continuity between the device and patient leads. The condition is most consistent with factors such as inadequate patient preparation, incorrect electrode placement or incomplete accessory connections. It was confirmed that one-step complete electrodes were used; however, it could not be confirmed that the ECG portion of the mfc pacing cable was connected. The absence of an ECG waveform does not indicate that pacing therapy was not delivered, as the device continues fixed pacing until a viable ECG signal is obtained. The device underwent functional and stress testing, including ECG, defibrillation, and pacing funcitons with no abnormalities observed. Accessories used during the event were not returned for evaluation. Intenal inspection revealed no defects. The device operated within specifications and was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.